Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, including removing the pump case, but the issue persisted. As a result, technical support arranged for the pump to be replaced, and the customer was to use multiple daily injections (mdi) as backup insulin therapy.